Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical and mechanical characteristics were within specifications.

Event description:
Reportedly, the subject pacemaker was explanted on (B)(6) 2016 but the device operated as specified and provided adequate therapy. However it went to recommended replacement time (rrt) after 2 years and 4 months. It was reported also that the "early battery depletion was most likely due to high outputs due to high rv threshold. It seems that the output in the right ventricular channel was chronically set at 7.5v@1.00ms for the life of the device." The device will be returned for analysis.

Event description:
Reportedly, the subject pacemaker was explanted on (B)(6) 2016 but the device operated as specified and provided adequate therapy. However it went to recommended replacement time (rrt) after 2 years and 4 months. It was reported also that the early battery depletion was most likely due to high outputs due to high rv threshold. It seems that the output in the right ventricular channel was chronically set at 7.5v@1.00ms for the life of the device. The device will be returned for analysis.

Event description:
Reportedly, the subject pacemaker was explanted on (B)(6) 2016 but the device operated as specified and provided adequate therapy. However it went to recommended replacement time (rrt) after 2 years and 4 months. It was reported also that the "early battery depletion was most likely due to high outputs due to high rv threshold. It seems that the output in the right ventricular channel was chronically set at 7.5v@1.00ms for the life of the device." The device will be returned for analysis.

Event description:
Reportedly, the subject pacemaker was explanted on (B)(6 )2016 but the device operated as specified and provided adequate therapy. However it went to recommended replacement time (rrt) after 2 years and 4 months. It was reported also that the "early battery depletion was most likely due to high outputs due to high rv threshold. It seems that the output in the right ventricular channel was chronically set at 7.5v@1.00ms for the life of the device." The device will be returned for analysis.